Event description:
A new glaucoma surgery is planned for the left eye (new ahmed valve in the superior nasal sector). Given the lack of filtration from the previous valve in that eye (absence of the valvular ampulla, free internal ostium of the tube, and increased intraocular pressure), and considering the possibility of failure in the valve's drainage mechanism, this surgery is being considered.

Manufacturer narrative:
The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. As the device is not available for return, no device malfunction could be confirmed.